Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the screen froze, and it was additionally noted that the hard drive health was at less than 100% and there were 2 current pending sector count errors. The hard drive was replaced and reimaged and the software was reloaded and updated. The radiofrequency head connector had cracked solder joints, the display screen did not stay up, the upper display flex guide was broken and the upper hinge plate screw was missing. The link electronic module (lem), lower display hinges, upper display flex guide and upper hinge plate screw were all replaced and the lem was calibrated. The device passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen froze on two separate occasions when devices were being programmed. The programmer needed to be powered off and powered back in order to complete the programming. The programmer has been returned for service. No patient complications have been reported as a result of this event.